Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This event occurred after priming but before patient connection. All of the clamps were closed. The patient could not tell where the cassette was leaking from. There was no visible damage in the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.